Manufacturer narrative:
H.6. Investigation summary: two photos displaying a total of four 3ml syringes were received and evaluated. It was observed in the photos, three of the syringes were in fully sealed blisters packs and one was loose. All four of the syringes displayed in the photos did not have any scale markings present on the barrel, which were rejecable per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history review could not be completed as no batch number was provided. Batch # is required to make corrective actions determination. No corrective actions are necessary at this time. H3 other text : see h.10.

Event description:
It was reported that prior to use the scale markings were discovered to be missing from 5 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the number gauges were missing from five syringes. " caller reported [no number gauges on 5 syringes.] Number of occurrences - [5]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 3ml syringe, pn 309657. Product lot #? [M529921]. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. Cts to send replacement cartridges and syringes."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use the scale markings were discovered to be missing from 5 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the number gauges were missing from five syringes. "Caller reported [no number gauges on 5 syringes]. Number of occurrences [5]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 3ml syringe, pn 309657. Product lot # [m529921]. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. Cts to send replacement cartridges and syringes."